Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that loss of sensing and capture was noted. The lead was explanted and replaced. No adverse consequences for the patient were reported.